Event description:
It was reported that the patient had a total of four inappropriate shocks due to t-wave oversensing. Technical services advised to consider an x-ray to check for any system movement. There were no additional adverse patient effects. The system remains implanted.